Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer receiving power. A second power outlet was tried as well as a surge protector, but the power light did not come on. A replacement power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.